Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, investigated the customer¿s complaint with over temp and shut down. Fse was unable to reproduce the customer¿s stated issue. Replaced the scroll compressor and replaced the temp sensor. Functional tested without any failures or issues. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications.

Manufacturer narrative:
Updated fields: b4, d9, e1, g3, g6, h11. The failure analysis and testing dept. Received compressor, scroll serial number with a reported unit failure of over temp and shutdown. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed compressor, scroll serial number into the cardiosave test fixture serial number and tested the compressor to factory specifications per procedure revision f and the cardiosave service manual. After 2.0 hours of run time, the fat dept. Could not replicate the complaint of over temp and shut down. The compressor passed testing. Retaining the compressor in the fat dept. Per procedure

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was overheating and shutting off. There was no patient involvement.